Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the facility health professional: no further information of the event was given we tried to get information about what happened, but nurse said it occurred on the weekend and no information was available. A test to assess the delivery accuracy of the pump for function verification was requested. It is under the impression that nothing happened to a patient to cause occurrence.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The pump involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed during investigation. Technical safety check tested in specifications & performed preventive maintenance service.